Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735780, ubd: unknown, UDI#: unknown; product ID: 9735824, ubd: unknown, UDI#: unknown. Work order completed: h6) a manufacturer representative went to the site to test the navigation system. It was reported that the back panel of the computer was removed and all connections were reseated and moved to other universal serial bus (usb) ports to test properly functioning ports. Controller panel would still not respond, causing localizer failure to show on screen. The breakout box controller panel was replaced to resolve the issue. Codes b01, c02 and d02 are applicable. A05: applicable to localizer faulted. A1102: applicable to localizer faulted message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the application displayed a localizer faulted message when the breakout box (bob) and emitter were plugged in. Troubleshooting steps included running print diagnostics with the bob and emitter connected, which confirmed the controller was faulted. The manufacturer representative (rep) verified the controller was plugged into the correct port on the computer. There was no patient involved.